Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that on (B)(6) 2017 there was a poor communication message when they went to charge. There were no issues with the recharger, it was just a bad connection. On (B)(6) 2017 the patient was having an unrelated MRI and was trying to place the device into MRI mode when they noticed a power on reset (por) message. The steps to clear the por were reviewed with the patient. The por was successfully cleared and the patient was walked through placing the device into MRI mode. The patient also reported having a poor communication screen on their patient programmer on the day of the report. It was confirmed that the antenna was secure and synced with the ins but the issue was not resolved. The antenna was unplugged and the patient programmer was placed directly over the ins on their skin which resolved the issue and the patient was able to sync without using the antenna. It was reviewed that the patient could call back for a replacement antenna. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.